Manufacturer narrative:
A supplemental MDR is being submitted due to completed engineering evaluation. Sections g6, h2 and conclusions in h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this case. H6 code was added (impact code) and section b2 and h1 were updated to reflect the patient outcome. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient anatomy was provided and revealed tortuosity of the vessels. Procedural imagery was provided and it was observed that the aorta appeared tortuous. The complaint for the difficulty tracking the system through the patient anatomy was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (tortuosity) likely contributed to the event as reported information indicated that patient's femoral vessels were severely tortuous. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards' affiliate in canada, a transcatheter valve replacement procedure was performed to implant a 29 mm sapien 3 ultra resilia transcatheter heart valve in aortic position via transfemoral approach. During insertion of the esheath+, the esheath+ kinked at area of abdominal aortic tortuosity. The commander delivery system was advanced with increased push force to straighten the esheath+. The valve exited the esheath+ but it was noted to be not positioned on the pusher, likely due to entrapment within the aortic wall or surrounding tissue. The patient developed increased pain and hypotension and imaging revealed an aortic rupture, attributed to the esheath+ or the valve on the delivery system. A balloon was inserted from the contralateral femoral access and cardiopulmonary resuscitation and blood transfusion were performed. A covered thoracic endovascular aortic repair (tevar) stent was deployed. The pusher was re-advanced to the valve, and the devices were removed as a single unit. A new esheath+ was introduced, and a 29 mm sapien 3 ultra resilia valve was successfully deployed with a good immediate result. Post-procedure, the patient remained intubated in the intensive care unit on inotropic support. The left ventricular ejection fraction was of 20%, decreased from a baseline of 50% and the patient's clinical status continued to deteriorate, with rising lactate levels on the following days. The medical team recommended transfer to the operating room for abdominal decompression, exploratory laparotomy, and resection of suspected ischemic bowel. The family declined further surgical intervention and elected palliative care. Despite supportive measures, lactate levels continued to rise, and the patient died three days later from multisystem organ failure. Provided intraprocedural imagery showed the valve crimped over the crimping balloon area of commander delivery system. The flex tip was observed in contact with the crimped valve but not coaxially aligned. The valve was observed advanced through the esheath+ tip and stuck within the abdominal vessel. The root cause of the event was attributed to tortuous anatomy.

Manufacturer narrative:
Investigation is ongoing.